Event description:
It was reported that a proultra tip #6 separated in a patient's mouth. The separated piece was retrieved without injury.

Manufacturer narrative:
Though the separated tip was retrieved, and there was no report of patient injury, there have been previous reports of this malfunction in the past two years that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by a dr). Therefore, this event is reportable. The device was returned for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.